Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by a faulty igniter, a definitive root cause of the lamp lighting issues could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation revealed: the unit had a faulty igniter. When the lamp is powered on, the unit clicked several times before lighting, there were small cracks in the front panel, also discoloration, and a faulty scope socket (loose locking mechanism). Additionally a non-olympus lamp was in use with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use with the evis exera iii xenon light source, the user observed lamp lighting issues - the light clicks on and off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.